Event description:
It was reported that the patient's right atrial (ra) lead exhibited failure to capture. The ra lead was capped and successfully replaced on (B)(6) 2025. The patient remained stable. Fluoroscopy.